Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 11 previously reported events are included in this follow-up record. Product return status 3 devices were received. 8 devices were not available for evaluation. Event confirmation status 3 reported events were not confirmed. Evaluation results 3 devices were found to be affected by corrosion.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 11 previously reported events are included in this follow-up record. Product return status: 3 devices were received. 6 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status: 3 reported events were not confirmed. Evaluation results: 3 devices were found to be affected by corrosion.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 11 device investigation types have not yet been determined. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact.